Event description:
Following an unsuccessful attempt to seat one disposable novasure device and an unsuccessful cavity integrity assessment (cia) test with a second device the endometrial ablation was abandoned. A hysteroscopy was done, but the physician was not able to maintain distention of the uterus and "lost 600cc of saline" during the attempt. Consequently, the physician was not above to verify a perforation. We have been unable to obtain additional information surrounding this event.

Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. According to the instructions for use (IFU) warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. The novasure system performs a cavity integrity assessment (cia) test to evaluate the integrity of the uterine cavity, and sounds an alarm warning of a possible perforation prior to treatment. Reference internal complaint (B)(4).